Manufacturer narrative:
(B)(4). Date of event: only event year known: 2021. Batch #: unknown. Product was not returned. Based on the information available, it has been determined that no corrective and preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed.

Event description:
It was reported that during a sigmoid resection, the staples were no formed properly. (Anastomosis, colorectal surgery ¿ lap sigmoid resection). Normal anastomosis with release and insufflation test, but circularly opened staples were evident, so complete suturing of the anastomosis was performed .